Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was performed by the manufacturer. The manufacturer found grey dust-like contaminant on air outlet on rear panel, hair-like object inside top enclosure, unknown grey film-like contaminant inside front panel and rear panel, white dust-like contaminates within air inlet., black particles inside bottom enclosure, visibly degraded foam, foam particles on blower and within blower box. The device's downloaded event log was reviewed by the manufacturer and found no erros logged. The device was hooked up to power supply, airflow was verified and the device operated properly the manufacturer concludes evidence of sound abatement foam degradation or breakdown. The manufacturer confirms the presence of white dust-like contaminates within the airpath, which is likely of external original and not consistent with originating from a device failure. In the initial report clinical symptoms of difficulty breathing and shortness of breath were not mentioned which has been updated in this report. Section d9, g3, h6 has been updated / corrected.